Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl: cause of bg not known. Elevated bg was attempted to be addressed by correction bolus via pump. The customer went to the emergency room (ER) and bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day, (B)(6) 2026, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.